Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s housing began to separate at the seal without known trauma, and a photo was provided; the event was addressed with troubleshooting and education, and a replacement device was arranged with instructions for shutdown, data sync, return, and use of backup therapy and cgm. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included remote assessment of the issue and shipment of a replacement to facilitate further evaluation. Investigation of this case revealed an external enclosure integrity issue consistent with a hardware housing failure of the pump body. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the pump enclosure, source undetermined.